Event description:
Pt presented to our office for discomfort of an upper left implant. At the time of removal of the upper left implant (#11) it was noticed that the implant at #6 was mobile. It was removed. Non-integration.